Event description:
The customer observed discrepant troponin results for 1 patient while using the architect stat troponin-I assay. The customer indicated an initial value of 0.2 ug/l and a retest result of 0.01 ug/l, which is below the customer cutoff of 0.1 ug/l. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text and a search for similar complaints. Tracking and trending did not identify an adverse trend. Based on the available information a deficiency of the architect stat troponin-I reagent; list (B)(4), lot 14273un11 was not identified.

Manufacturer narrative:
Information from the evaluation was omitted in error from the original follow-up. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Testing was performed using an in-house file kit of architect stat troponin-I lot 14273un11. Architect troponin-I panel 1 was tested. The panel was within specification which demonstrates that the assay can detect a known concentration of troponin-I. . Labeling was reviewed and found to be adequate. Tracking and trending did not identify an adverse trend. Based on the available information a deficiency of the architect stat troponin-I reagent; list 2k41, lot 14273un11 was not identified.